Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Electrical cross continuity test results were passed. No anomalies were found. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds and high impedance due to a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary continued: analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was rising and beyond the expected upper range. Maximum lv pacing impedance varies and rose from 704 ohms the week ending (B)(6)-2013 to more than 1800 ohms the week ending (B)(6)-2014.